Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient began treatment with unspecified antibiotics for the event of peritonitis. The patient recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.